Event description:
A tandem mobi cartridge alarm was reported by the customer, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was already in the process of changing out all supplies when the call was made and confirmed that insulin was resumed successfully. The issue was resolved with no further complications reported.